Manufacturer narrative:
Additional information provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2016. The device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue main body of a minicap transfer set was cracked. This event occurred during use. The patient had used the transfer set for three days. There was no patient injury or medical intervention associated with this event. No additional information is available.